Event description:
Clinical trial. Same pt as MFR report #: 6000089-2007-00497, - 00498. It was reported that five days following a coronary artery drug eluting stenting treatment procedure, the pt experienced a q-wave myocardial infarction (mi), stent thrombosis, and in-stent restenosis. At the time of the index procedure, the pt was admitted due to increasing anginal symptoms and an abnormal stress test. Target lesion 1 was identified in the ostial 1st diagonal with 99% stenosis, mildly tortuous, and measuring 2.75x4mm. Target lesion 1 was treated with predilation and placement of a 2.75x8mm taxus express2 drug eluting stent. A crush technique was used at the point of overhang where the stent extended into the lad. Following final kissing balloon dilation, residual stenosis was 20% with some plaque protrusion in the stent. Of note, the pt had a chronically occluded 2nd diagonal which was not intervened upon. The pt was discharged the next day on asa and plavix. Five days post procedure the pt was admitted due to development of significant chest pain. Te pt was intoxicated, lethargic, and combative. An ECG showed st elevation in lead I and a vl with reciprocal changes inferiorly. The pt also experienced a q-wave mi and her cardiac enzymes met guideline criteria. The pt stated that she was compliant with her medications. The 1st diagonal was treated with aspiration thrombectomy and angioplasty. Timi-3 flow was restored and the thrombus was resolved. The pt was discharged six days later on asa and plavix. The investigator reported the device causality as "probable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.